Event description:
The customer states that a (B)(6) male patient was brought to the emergency room suffering from a drug overdose on (B)(6) 2012. The drug causing the overdose is not known. A dilantin level was ordered and the sample (sid (B)(6)) tested with the architect iphenytoin assay (lot 10042lp15) on an architect i2000sr analyzer. The initial result generated was 5.3 ug/ml and was reported from the lab. The patient was then administered a dose of dilantin. The customer does not know the amount of drug administered and could not verify whether the reported result was the reason the dilantin was administered. The customer also does not know the reason a dilantin level was ordered on this patient. Later, while evaluating a new lot (14042lp15) of reagents, the customer used this sample in a correlation run and generated results of 18.3 and 19.4 ug/ml. The customer performed no further testing on the suspect sample with either lot of reagent. The patient expired on (B)(6) 2012. The customer was clear that the patient's death was not related to the dose of dilantin given while the patient was in the emergency room. The customer will not provide any further information. Per review by the abbott diagnostics division medical director, there is no evidence that the abbott device caused or contributed to death and the customer affirms that the death was not related to the abbott device.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Manufacturer narrative:
Accuracy testing was completed using retained kits of reagent lot 10042lp14. Three analyzers were calibrated and a total of 18 quality control samples were tested across the instruments. Acceptance criteria were met, indicating acceptable product performance. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect iphenytoin assay package insert contains information to address the current customer issue. A review of the data provided by the customer and the results of the current evaluation concludes that there is not enough information to reasonably suggest a malfunction occurred as a retest using the same lot of a retained kit gives the expected results. No additional issues were identified. Correction: catalog# to 01p34-25. Correction: in the initial report, lot number mentioned as (lot 10042lp15), should have been (lot 10042lp14). Correct lot number was documented. Correction: in the initial report, arc iphenytoin ln: should read 01p34-25.